Manufacturer narrative:
(B)(4). Unable to confirm complaint, device not returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer's daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is 150 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of hi and hi. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/16/2018 and open vial date is 12/01/2015. The meter memory reviewed for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.